Manufacturer narrative:
Date of event: date is approximate. Note, information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
On (B)(6) 2016, information was received from a physician regarding a (B)(6), male patient who was receiving hydromorphone 9.2mg/ml at 3.7994 mg/day and compounded baclofen 55mcg/ml at 22.662 mcg/day via an implantable pump for non-malignant pain. On an unknown date in (B)(6) 2015, a drug concentration change was made from 92mg/ml hydromorphone and 60.5 mcg/ml baclofen to 9.2 mg/ml hydromorphone and 55mcg/ml baclofen. There had been two refills where that was missed; the drug concentrations were not changed. On (B)(6) 2016, during a refill, the physician noticed the error. There had been no therapy issues for the patient, but they wanted to correct the programming. The actual doses the patient had been receiving were hydromorphone 4 mg/day and baclofen 22.7 mcg/day. The physician filled the pump with the actual drug concentration 9.2mg/ml and 55mcg/ml. Troubleshooting resolved the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.